Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.

Event description:
The info rec'd from the affiliate states that this male pt (age unknown) was presented to the interventional lab for reepair of a lesion located in the subclavian artery (side unknown). The vessel was described as moderately calcified and tortuous. The rate of stenosis was 100%. A guidewire (brand and size: unknown) was inserted across the target lesion (subclavian artery) via a sheath introducer (brand and size: unknown). After properly prepping the balloon catheter, the physician advanced it to the target lesion. Upon inflation of the balloon, with an indeflator, the balloon ruptured at 3 atmospheres (atm) in its first inflation. Therefore the balloon was carefully withdrawn out of the pt's body and another balloon (savvy, 435-302l) was used. This balloon was inflated to 10 atm and its inflation was successful. Additionally, two balloon catheters (powerflex p3), 420-4020s, and slalom thrill, 439-5040s) were used in the procedure. The procedure was finished successfully. There was no adverse consequence to the pt. The product was clinically used and it was used as per the IFU.